Event description:
Reported as a leaking lap-band.

Manufacturer narrative:
Taper ii - visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted an opening on the shell at the shell/belt junction ofthe lap-band. The opening may be wear related as there is no clear evidence of surgical damage. This opening may have been the cause of the leakage. Other breakages were noted in the band tubing, ring and buckle, which appear to have been caused by a sharp instrument. These breakages may have been made to facilitate removal of the device, and may not be the cause of the leakage. No leakage was found at the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."